Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visual analysis of the photographs identified: no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "suspected rupture". Healthcare professional later reported "discomfort appeared in the left breast, an MRI was performed, and a defect in the integrity of the implant was found". This record is for the left side. The device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side "suspected rupture". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.